Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer did not believe that insulin pump was delivering insulin properly due to blood glucose elevating quickly. Customer changed infusion set, reservoir and insulin and issue would be resolved and then blood glucose would elevate quickly again. Customer's blood glucose was 7.3 mmol/l. Insulin pump would be replaced per customer's request.

Manufacturer narrative:
The device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. The device functioned properly. The insulin pump passed the delivery accuracy test. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.